Event description:
It was reported that the pt suddenly had no further hearing sensation, only a clicking noise and pain. There was a painful reaction during telemetry measurement. Pt refused to wear the speech processor.